Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was turned off spontaneously and never turned on. The power supply was found to be electrically out of specification. Additionally, it was noted that the power cord bay was damaged. The power supply and power cord bay were replaced. Reconfigured the hard drive, reloaded, and updated the software. The programmer then passed all final functional and systems tests medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was turned of spontaneously and never turned on. The patient was deceased on this event but programmer was not related to the decease of the patient. Troubleshooting has been done by checking the power cord with other programmer and worked normally and replaced the programmer immediately with the mobile programmer so that the implant procedure was not interrupted by the change of programmer. It was noted that the patient experienced asystole, bradycardia and pauses. It was noted that the high thresholds and loss of capture were patient condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.